Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/23/2023. Additional information was requested, the following was obtained: could you please clarify if the patient suffered from any signs or consequences due to the issue? No. Was there any change in the patient¿s post-operative care due to the prolonged procedure? No. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. How long (in minutes) did the surgery prolong? Few minutes, less than 15. What tissue was being sutured when the event occurred? Unk. Was additional dissection required in other organs/tissues other than the target tissue? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related events: 2210968-2023-05462, 2210968-2023-05463, 2210968-2023-05464.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/25/2023. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. The functional testing was conducted on the returned devices. The returned samples determined that it was received four unopened samples that pertain to product code eh7587h. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-05462, 2210968-2023-05463, 2210968-2023-05464.

Event description:
It was reported that a patient underwent a mitral valve replacement, tricuspid and placement of an epicardial pacemaker procedure on (B)(6) 2023 and suture was used. During the procedure, 3 successive threads broke while the surgeon was trying to tie them. Risk of suture loosening. Surgical delay. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please clarify if the patient suffered from any signs or consequences due to the issue? Please provide more information. Was there any change in the patient¿s post-operative care due to the prolonged procedure? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? How long (in minutes) did the surgery prolong? What tissue was being sutured when the event occurred? Was additional dissection required in other organs/tissues other than the target tissue? Was there any change in the patient's post-operative care due to the prolonged procedure? Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported via: 2210968-2023-05462, 2210968-2023-05463.